Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. It was also mentioned that the insulin pump had compromised force sensor system alarm and drive support cap was sticking out. The customer's blood glucose level was 453 mg/dl. The insulin pump will be returned for analysis. The infusion set and reservoir will not be returning.